Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/29/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and does not turn on. The receiver case was opened for internal inspection and passed. A functional test was performed and the battery was replaced with a known good battery, the receiver turns on and charges. The log was downloaded and shows firmware errors. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective battery.